Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned as it was discarded. Attempts to obtain additional information were unsuccessful. Without return of the explanted device or additional information, the reported explant cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 31mm bioprosthetic mitral valve implanted in the tricuspid valve after an implant duration of 11 days was explanted due to unknown reasons. The explanted device was replaced with same model and sized valve. The explanted device was not returned as it was discarded. There were no reported complications.

Manufacturer narrative:
The reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed and a root cause cannot be determined.

Event description:
Additional information received indicates the reported valve was explanted due to lvot obstruction and vsd closure.